Manufacturer narrative:
An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: complication - common femoral artery occlusion at the manta site pta balloon used to gain hemostatsis. Additional information on 15nov2022: during a tavr procedure on (B)(6) 2022, access was obtained utilizing micropuncture and ultrasound guidance. There were no issues advancing or withdrawing procedural sheaths. Protamine was administered intravenously during the procedure. A 14fr manta device was used first but it was reported that it "pulled through", an18fr manta was then used (associated to another der) which gained hemostasis, but post procedure imaging showed a possible dissection, a pta balloon then resolved blood flow defect.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was deployed for closure. Ultrasound guidance and micropuncture were utilized to gain access. No issues were encountered advancing or withdrawing the procedural sheaths; and protamine was administered prior to closure. During deployment, the manta device pulled through the access site. The device was not returned for investigation. The IFU was reviewed and lists failed hemostasis and access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. Risk documentation was reviewed, and this event is a known risk of the device. It is inconclusive the cause of the device pulling out. The root cause is likely due to procedural related (access hole enlarged during sheath exchange creating more difficulty for toggle to adhere to vessel walls); however, remains inconclusive due to lack of information available.